Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that the patient presented with a thoracic aneurysm that was treated with a gore® tag® conformable thoracic stent grafts with active control system (tgm) in a hybrid procedure. It was stated that after the endoprosthesis was successfully deployed, it was not possible to remove the red lockwire handle that releases the endoprosthesis from the delivery catheter. It was stated that the lockwire fixation was very strong and that the lockwire handle broke during the attempt. It was unsuccessfully tried to remove the lockwire via the backup deployment mechanism. Due to the nature of the hybrid procedure it was possible to manually cut the lockwire at the endoprosthesis and to remove the device catheter. The implantation was completed with favorable results.

Manufacturer narrative:
H10/11: code 10 - engineering evaluation summary: the gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: the lockwire connector and handle were broken. The lockwire was bent near the dual lumen. During evaluation, the lockwire broke at the bend. The lockwire was able to be pulled through the catheter when the catheter was straight with no resistance. The report of the lockwire handle breaking was confirmed through the device evaluation with the broken lockwire connector. During testing for design validation, process qualification, and ongoing quality control testing, devices are tested in anatomical models representative of cmds indicated use. There is potential that off-label use in an antegrade hybrid fashion may have contributed to the reported event. No root cause could be identified for the broken lockwire connector. Based on the evaluation, no manufacturing deficiency could be identified. No CAPA request is required. Events will continue to be monitored.